Event description:
It was reported that a patient had pain at the implantable neurostimulator (ins) pocket site. It was stated that the patient had trigger point injection performed (B)(6) 2013 and had the device surgically repositioned on (B)(6) 2013. No diagnostics were performed. The patient's symptoms were resolved without sequelae as of october 15.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).